Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl to 600 mg/dl. Customer had symptom of fatigue. Customer treated high blood glucose with insulin pump but could not get blood glucose below 280 mg/dl. Customer reported of previously having no delivery alarm. Customer also reported that cannula may have been bent. Customer reported of possibly having air bubbles in infusion tube. Customer had to go and was not able to continue troubleshooting.